Manufacturer narrative:
If implanted or explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after tecnis monofocal intraocular lens (model zcb00 +21.0 diopter) was implanted in patient¿s operative eye doctor observed opacities in the lens. The lens was removed and replaced in the same surgical procedure. Reportedly lens of same model and diopter was used as replacement for the patient. Customer confirmed that there was no patient injury, no surgical intervention. Patient was doing good at discharge.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 5/2/2018. Device returned to manufacturer ¿ yes device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eyes shows the product is cut in pieces, most probably to make remove and replacement possible. Considering the condition of the lens additional analysis is not possible. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.